Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: investigation summary this complaint file was opened to document complaints derived through a journal article review. The journal article review indicated a depuy synthes product failure(s). Multiple attempts were done to obtain more information from the author; however, no response was received. It is unknown if complaints derived from this journal article were previously reported and documented in the depuy synthes complaint system at the time of occurrence as no product code/lot number information was provided to perform the search. Given that no lot/serial number was provided, a manufacturing record evaluation (mre) review cannot be performed. If the lot/serial number becomes available, the mre review will be performed. Based on the current available information, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
This is report 1 of 2 for (B)(4). This complaint is from a literature source. Chen k, zhu q, huo w, zhang j, wang s. Comparison of elastic fixation and rigid fixation in the treatment of distal tibiofibular syndesmosis injury. J foot ankle surg. 2026 jan-feb;65(1):28.e1-28.e7. Doi: 10.1053/j.jfas.2025.09.003. Epub 2025 sep 27. Pmid: 41022305. Objective/methods/study data: the objective of this retrospective study is to compare clinical outcomes of elastic (rigidloop) vs. Rigid (screw) fixation for distal tibiofibular syndesmosis injury. Between june 2019 to june 2024, 88 patients with distal tibiofibular syndesmosis injury included in the study. The elastic fixation group: using the rigidlooptm btb adjustable system (depuy synthes) for elastic fixation was used. Follow-up was 12 months. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: rigidlooptm btb adjustable system (depuy synthes) adverse event(s) and provided interventions possibly associated with unk - implants (qty 15) (n=8) patients had infection (3 case under elastic fixation, 5 case under rigid fixation), no intervention noted. (N=6) patients had soft-tissue irritation, no intervention noted. (N=1) re-separation of the tibiofibular syndesmosis, no intervention noted. Adverse event(s) and provided interventions possibly associated with unk - implants (qty 8) (n=8) fixation loosening, no intervention noted. A copy of this literature article is attached to this medwatch report.